Event description:
It was reported that the bd phaseal¿ protector p14 leakage occured. The following information was provided by the initial reporter, translated from french to english: leakage of chemo product through the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. No sample or photo received by our quality team for investigation. A device history review was performed for reported lot 2210110 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no defects or issues observed. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ protector p14 leakage occured. The following information was provided by the initial reporter, translated from french to english: leakage of chemo product through the device.